Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and bent cannulas. The customer's blood glucose reading was 500 mg/dl. The customer stated that she had issues with bent cannulas. The customer was advised that bent cannulas may be due to hitting scar tissue stretch marks. The customer stated that the sensor is not accurate at all. The customer will be sent replacement sensors.